Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was blocked, jammed and was moving heavily. It was noted in the service order that the reverse engine was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further review of this complaint, it was determined that the device was not returned for evaluation. Therefore, investigation was not performed, and the root cause of the reported condition was not determined. Thus, the information regarding the returned date and the investigation findings identified in the initial report were incorrect. Furthermore, the event of sticky trigger did not occur during service and evaluation. The reportable event of the reverse engine being locked was reported by the customer. Therefore, the date received by manufacturer has been corrected from 10/8/2018 to 9/19/2018. Also, the initial event reported by the customer and all the affiliated fields in this report has been updated accordingly. B5: it was reported from brazil that the reverse engine of the compact air drive device was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.